Event description:
In this event it was reported that a protaper shap.21mm/s1 *not ce* file broke during use. Reportedly, due to the long root of the tooth and the curvature of the root, the file separated. The outcome of this event is unknown as of this MDR. No injury. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.